Event description:
Medtronic received information that during the implant of this 30mm contour 3d annuloplasty heart ring in the tricuspid position, it was explanted and replaced with a 32mm device of the same model. The reason for the replacement was reported as a leaflet issue. It was reported that "following implantation, the valve leaflets were observed to be stretched taut". No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section updated: b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the leaflet issue was due to a mismatch between the selected annuloplasty ring model and the patient¿s native valve and the patients anatomy not compatible with repair. The annuloplasty product did not malfunction and was fully sutured and tested prior to removal. No additional adverse patient effects were reported.